Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process; however, to date have been unsuccessful. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient is being considered for transcatheter aortic valve replacement due to failed 23mm surgical valve. The failing 23mm valve has been implanted for approximately eight (8) years. No additional information was provided.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted.